Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 12aug2019. The manufacturer¿s international service technician confirmed the reported issue. The v60 ventilator was return for analysis. An investigation was performed an the rotary adjustment assembly navigation ring (nav ring) created the nav-ring not to function. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the navigation ring had an issue. There was no patient involvement.